Manufacturer narrative:
Device evaluation: the device was returned for investigation, in used conditions without its original packaging. Visual inspection result: observed the filter occluded, the failure mode reported is confirmed. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Based on the tests results, it is concluded that the failure could be reproduce in two ways: 1. When the excess of solvent is not cleaned before to assembly the tube with the component; 2. When the tube is introduced two times in the solvent dispenser (procedure is not followed). The root cause was traced to manufacturing process. Q alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on (B)(6) 2021. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that after tubing set change and clamp removal, the pump alarmed high pressure. Tubing set was changed and issue was resolved. No patient injury was reported.